Manufacturer narrative:
(B)(4). Batch # r58759. Corrected data: operator of device. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. During device testing there was resistance felt during the firing stroke, also return slow was noted, however it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported: difficult to fire. It was reported that our commercial team tried to fire the device on the pig's stomach and small intestine, noted these issues: difficult to fire, need squeeze down the firing trigger with big force, with audible feedback, but the sound is abnormal weak. During firing, the adjusting knob rotating automatically. Rotated the adjusting knob to 1mm, before firing, noted the adjusting knob rotating automatically. During air fire, noted the adjusting knob rotating automatically. They noted after firing, the firing trigger could not return. There was no patient involvement.